Event description:
Healthcare professional reported "deflation" of a non-(B)(6) device. This is for the left side. Device remains implanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".